Event description:
Patient tested blood glucose on suspect device, blood glucose over 100 mg/dl. Two hours later, passed out. Paramedics called and blood glucose measured on paramedics device as 24 mg/dl. Paramedics administered intravenous with glucose.